Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. An xtw clip (40617r1086) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that there were difficulties grasping the leaflets. To stabilize the slda, an additional clip was implanted. To further reduce tr, an additional xtw clip (50218r1119) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal, it was noted that the gripper line was broken. One clip was then deployed, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty grasping appears to be related to patient morphology/pathology and the slda was due to procedural conditions in conjunction with morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.